Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a revision wherein the clik anchor was repositioned. The patient was doing well postoperatively.